Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In addition, low out of range (oor) pacing impedance measurements on the right atrial (ra) lead was also noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was several intermittent ra lead oor impedance measurements. Noise was also noted. These was characteristics of gate oxide failures, which could cause rapid corrosion damaging the ra lead. Pacemaker and ra lead replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In addition low out of range (oor) pacing impedance measurements on the right atrial (ra) lead was also noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was several intermittent ra lead oor impedance measurements. Noise was also noted. These was characteristics of gate oxide failures, which could cause rapid corrosion damaging the ra lead. Pacemaker and ra lead replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported. The pacemaker was explanted, while the ra lead was surgically abandoned. Both product were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In addition low out of range (oor) pacing impedance measurements on the right atrial (ra) lead was also noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was several intermittent ra lead oor impedance measurements. Noise was also noted. These was characteristics of gate oxide failures, which could cause rapid corrosion damaging the ra lead. Pacemaker and ra lead replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported. The pacemaker was explanted, while the ra lead was surgically abandoned. Both product were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations premature battery depletion, pacing impedance, and noise.